Event description:
It was reported that during a lap cholecystectomy procedure, the jaws of the device locked closed when it was fired. The customer used a similar device to complete the case with no pt consequences.

Manufacturer narrative:
Info anticipated, but unavailable at this time.